Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "prostheses that were recalled from the market."

Event description:
Patient reports right side pain, sensitivity, and discomfort. Patient later reported having "prostheses that were recalled from the market." An ultrasound reported "minute cyst" and "capsular contracture", baker grade unknown. Patient further reported ¿patient has grade IV capsular contracture with deformity" and "cysts" via physician notes. The device remains implanted.

Event description:
Baker grade IV. The device has been explanted.

Manufacturer narrative:
Device analysis performed through photographs due to the impossibility to perform microscopic analysis to determine the most likely failure mode. Observed white biological tissue on the device. The reason for reoperation is: capsular contracture, baker grade IV.